Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes lead dislodgement. When a lead revision failed due to an occluded left subclavian vein and poor stability, surgical intervention was performed for epicardial lead placement.